Manufacturer narrative:
The site initially provided the event information to biosense webster, inc. (Bwi) on (B)(6) 2013. Bwi notified (B)(4) on (B)(6) 2013. Complaint sample was not returned to manufacturer. Information provided by bwi indicates that the needle was used as intended and there was no malfunction on the part of the transseptal needle.

Event description:
The customer reported: "(B)(4). Paroxysmal atrial fibrillation. Dr (B)(6). Carto3 system ct13505 the customer describes the case as having been performed without any problems. The heartspan needle and preface sheath were used to cross the atrial septum at the beginning of the case and the sheath remained in situ for the duration as it was used to support the lasso catheter. Post procedure after the catheters had been removed; the sheaths were withdrawn from the femoral. It was shortly after this that the pt's blood pressure began to fall and doctor (B)(6) requested an echocardiogram. A pericardial effusion was observed and a pericardiocentesis kit was opened in order to drain the effusion. Approximately one litre of blood was drained from the effusion and the drain was left in situ overnight. Doctor (B)(6) is not sure of the cause of the effusion but as it occurred on withdrawal of the guiding sheath he feels it may have pierced the septum high, causing a small hole into the pericardial space. The pt remained in hospital for one further night and then was discharged. No further symptoms. Unfortunately I do not have the serial numbers for the transseptal products used."